Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported a red alert on the remote monitoring system, for out of range (oor) shock impedance. Technical service (t/s) consultant reviewed the device data and noted there was also an increase in the right ventricle (rv) pacing impedance . T/s recommended having the patient come in for a follow up appointment, and performing lead integrity testing with provactive maneuvers. The device remains implanted and in service. No adverse patient effects were reported.